Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges that the unit no longer have a slow speed, which allegedly caused her to be thrown from the unit.

Manufacturer narrative:
Customer abuse: the joystick was damaged upon return and the speed profiles ceased. It appeared an attempt was made post final release to repair the joystick. The device functioned as designed with a replacement joystick.

Event description:
Consumer alleges that the unit no longer have a slow speed, which allegedly caused her to be thrown from the unit.